Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had been in an accident and had multiple ribs fractured. An alert was triggered for lead integrity. The right ventricular lead was suspected to have a possible fracture. The lead was explanted and replaced. No patient complications have been reported as a result of this event.